Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The fork of the cardan joint was bent outward to the extend that it could not rotate in the channel of the body. This will occur if too much force is placed on the device. The manufacturing records were reviewed and no discrepancies were identified. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a (B)(6) year old female patient that the metal chain was bent and the impactor could not be removed from the cup easily and the blue handle will not turn. No adverse events were reported as a result of the malfunction.